Manufacturer narrative:
It was reported that the 3100a hfov alarmed while on a pt. The pt was transferred to another ventilator and there was no pt compromise. A on site service call was made on 9/25/2004. The diagnosis revealed that the cable assembly for the fan was worn and required replacement. This component was replaced and performance checks were conducted. The unit passed manufacturers specifications. Will monitor for trends.

Event description:
It was reported that the hfov was exhibiting an audible alarm while on a pt.